Event description:
It was reported that a user on the ilet experienced persistent hyperglycemia with blood glucose readings in the 300¿400 mg/dl range and a concurrent headache, declined additional on-call troubleshooting, and elected to discontinue ilet use and transition to backup therapy; the agent suspected an infusion issue such as a bent cannula after a recent supply change and noted user dexterity challenges. Symptoms included hyperglycemia and headache. Outcomes included additional training scheduled with no alarms reported and no hospitalization. Investigation included call center assessment and triage with user education and troubleshooting attempts. Investigation of this case revealed a suspected infusion set complication affecting insulin delivery, though the exact cause remained unclear based on user report and the absence of device alarms. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.